Event description:
As reported, in 2007, this pt underwent endovascular repair using gore excluder aaa endoprosthesis. Post-operative images read by gore revealed contrast pooling along the right anterior wall of the proximal aneurismal sac, calcification within the native aorta, and contrast within a lumbar artery. A reintervention was performed in 2008 using two aortic extender components to resolve a proximal type I endoleak. The pt is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specificaions.